Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 07/5/2012 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box verified no cartridge detected alarms had occurred. The rewind, load and prime step was not able to be performed due to a no cartridge detected alarm. The force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Correction #: 2531779-03/24/2010-003-r.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the cartridge and the pump dispensed all of the insulin out during the load cartridge step. This report is being made based on the alleged load step malfunction.